Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the infusion sets are not sticking and of unexplained high blood glucose. Customer's current blood glucose level was 202mg/dl and treated with injections. Troubleshooting found that the reservoir was leaking and troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction. Customer was advised on proper insertion technique and to return the infusion set for analysis. . Customer was also advised that the device would be replaced.

Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.